Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline had aspiration pneumonia. Course further complicated by a spiration pneumonia, treated with IV zosyn and transition to po augmentin (end of treatment (B)(6)). (B)(6) cxr--> dht terminates in proximal esophagus/trachea and there is a right middle lobe (rml) opacity c/f infection vs aspiration toxic/metabolic encephalopathy and leukocytosis due to aspiration pneumonia. Treated with IV zosyn and transition to po augmentin. The event resolved on (B)(6) 2024. It did not result in hospitalization. The event was possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information ware received reporting that the sponsor assessment was updated to not related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per site assessment, the pneumonia was possibly related to the index procedure and disease under the study. The cec assessed this event as causally related to the disease under the study and not related to the procedure/device/apt.